Manufacturer narrative:
Device evaluation is in process. A final report will be submitted when the evaluation is completed.

Event description:
The customer stated that an axsym ca 125 result of 47 u/ml was generated on a patient in 2007. The patient was treated with gemzar and carbo chemotherapy on the following month. A second sample was drawn six days later, and the axsym ca 125 result was 109 u/ml. The patient was treated with gemzar again. The patient was given nulasta the next day. The patient was drawn a third time two weeks later and the axsym ca 125 result was 52 u/ml. The patient was given gemzar and carbo again. The physician questioned the result of 109 u/ml. The samples were not retested on axsym. The samples were not sent out to another laboratory for confirmatory testing. The axsym results have not been determined to be incorrect. The patient returned for testing on the following month, and the axsym ca 125 result was 36 u/ml. The physician did not question the result. The customer believes the axsym is performing as expected.